Event description:
A nurse reported that during surgery, a trocar did not "click" in with the infusion cannula and easily came out of the eye. A new pak was opened to complete the case without harm to the pt.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).